Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a high, out-of-range shock impedance measurement of 128 ohms. Technical services discussed troubleshooting the right ventricular (rv) lead and providing the device data for further review of historical lead measurements and stored episodes. No adverse patient effects were reported.